Event description:
It was reported that the patient had a hematoma. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted and released in the laa. There were no complications during the procedure. The patient was discharged home the following day (B)(6) 2018. On (B)(6) 2018 the patient was admitted to the hospital with right leg weakness. Computed tomography (CT) scans were negative and showed no acute disease. Follow-up transesophageal echo was also negative and showed proper device placement with no device thrombus or leak. The post implant drug regimen used was apixaban and was subsequently changed to warfarin. The patient was transferred to another hospital and evaluation was ongoing with a planned magnetic resonance imaging (MRI). On (B)(6) 2018 it was reported that no stroke occurred. The MRI was negative for a cerebrovascular accident (cva) of any type. The patient did have a small hematoma noted in the groin. The patient reported that the groin pain and the abrasion on the right knee is attributing to the deficits on the exam for the right leg.

Event description:
It was reported that the patient had a hematoma. On october 11th, 2018 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The device was successfully implanted and released in the laa. There were no complications during the procedure. The patient was discharged home the following day october 12th, 2018. On october 13th, 2018 the patient was admitted to the hospital with right leg weakness. Computed tomography (CT) scans were negative and showed no acute disease. Follow-up transesophageal echo was also negative and showed proper device placement with no device thrombus or leak. The post implant drug regimen used was apixaban and was subsequently changed to warfarin. The patient was transferred to another hospital and evaluation was ongoing with a planned magnetic resonance imaging(MRI). On october 18th, 2018 it was reported that no stroke occurred. The MRI was negative for a cerebrovascular accident (cva) of any type. The patient did have a small hematoma noted in the groin. The patient reported that the groin pain and the abrasion on the right knee is attributing to the deficits on the exam for the right leg.